Event description:
A malfunction was reported on the pump, but there was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised that they could continue using the pump and to contact support again if any issues reoccurred.